Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead had oversensing noise and had variable r-waves when programmed in true bipolar. Reprogramming occured and the lead remains in use. No patient complications have been reported as a result of this event.